Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they met with a manufacturer representative on (B)(6) 2018 and they adjusted the stimulator. It was reported that as a result the recharging time is much better. Patient reported they went "from 2 hours lasting 1-2 days to taking one hour every 5 days." It was reported that the stimulation is low and giving some relief, not all relief. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen was blank. It was confirmed that the power supply/dtc light was on. The patient reported that they got the smaller intellis in (B)(6) because it took too long to charge so they had the new one put in. The patient reported that two months ago the hand held was not working. It was reported that the rep adjusted placement of the stimulator and the stimulator was put on to recharge. It took 1.5 hours on excellent when started at 30% and got to 100 after 1.5 hours. It was reported that the charge was not staying on excellent and didn't last 48 hour and was dangerously low. The patient reported that the ins did not last 48 hours but only 36 hour. The patient reported that the old ins did not have this issue of charging. It was reported that old ins was taking 3 hours to recharge and that's why the new ins was considered to take less time. It was reported that the new ins doesn't hold charge. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.